Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the set/actual flow rate indicators on the front panel of the subject device was not lit up partially due to the failure of the led. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the information from sorc there was the possibility that the reported phenomenon was attributed to the accidental failure of the led on the front panel because similar event was not tendency of to be frequent occurrence. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during unspecified timing, it was found that the set/actual flow rate indicators on the front panel of the subject device had failure. There was no report of patient injury associated with the event.